Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, approximately 14 days post implantation of a 23mm sapien 3 ultra resilia valve in the aortic position, post dilation with a 23mm commander delivery system was performed due to mild to moderate pvl with symptoms. The post dilation created central regurgitation with mild pvl. A valve in valve with a 26mm sapien 3 ultra resilia valve was performed successfully to reduce the central regurgitation and pvl.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information reported by the patient. Sections: b5, e1, e2, e3, e4, g3, g6, h2 have been updated.

Event description:
Additional information reported by the patient: as reported from the patient, the patient began to have chest pains when they exercised too vigorously bike riding, raising my heart rate above 110 bpm. The pain would go away when they slowed down. Evaluations and tests determined they have severe arterial stenosis, indicating a tavr procedure to be appropriate. A CT scan to size the valve and tavr was performed. In post surgical recovery, there was some leakage/regurgitation around the valve, which he believed might or might not be a problem. Patient was discharged after one night in the hospital. Post tavr, patient experienced severe chest pain and edema of the lower legs. Patient went to the ER and was admitted to the hospital. Intravenous lasix relieved the symptoms. An echo indicated the leakage/regurgitation around the valve was excessive. Patient was discharged after one night in the hospital. Approximately 14 days post the initial tavr, the patient was brought in for an unsuccessful bav. A 26mm sapien 3 ultra resilia valve was placed inside the first 23mm valve. Patient was discharged after one night in the hospital.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2,h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event was unable to be confirmed due to unavailability of medical record and/or applicable imagery. Review of DHR did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, central regurgitation was observed after the post-dilation. The post-dilation could introduce the risk to over expand the valve, leading to suboptimal valve leaflets coaptation, resulting in central regurgitation as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to corrected data. Section b1 has been updated.